Event description:
The patient reported falling in 2007, and having decreased pain relief afterwards. The hcp reported that at a clinic visit three months later, the patient had severe left leg pain, right leg pain and was wearing a knee brace, left hand numbness, and lower extremity weakness. The patient had increased lower extremity swelling, venous stasis changes and also reported gaining 50 pounds in the last four months. The pump was used to administer morphine 20mg/ml, bupivacaine 20 mg/ml, and baclofen 50 mcg/ml. A bolus was administered, the daily pump dose was increased 5.75 mg/day, and oral pain medication was prescribed for breakthrough pain. The hcp recommended a magnetic resonance imaging, but it had been put off by the patient since 2007. The hcp has been unable to contact the patient for follow up because the patient does not have a good contact number. A follow-up report will be submitted if additional information becomes available.